Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple units of empty intravia container 1000 mls had particulate matters inside the bags. The devices contained ropivacaine. This was discovered prior to patient use. There was no patient involvement. No additional information is available.